Event description:
Customer reported the panorama telepack lost communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative identified the power supply as the cause of the issue.